Event description:
Angiogram, angioplasty and stent placement. 2-3 days post procedure malaise, fever, pain at groin puncture site. Admitted with staph aureus septicemia and 2 weeks IV antibiotics. Admitted 1999 hip aspiration staph aureus. Admitted to hosp with infected rt total hip replacement. Removal of rt total hip replacement. Rt total hip revision.